Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that there's noisy in the image and white residue in the air water channel, in the air water cylinder and in the auxiliary water channel was found. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: for the image the cause traced to component failure and for the white residue the cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.